Event description:
It was reported that the lead was capped due to noise on the pace/sense portion of the lead, which prevented pacing and caused a syncopal episode. No further patient complications have been reported as a result of this event.